Event description:
It was reported that during a surgical procedure, the drill overheated. There was no patient or user injury, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is outgoing. This report will be updated if the investigation requires.